Event description:
Bd sst tubes are not performing to MFR's specs. Rptr's facility is a large multi-specialty medical group with > 400,000 "lifes" and providers have been complaining about high k's and having to have test repeated by reference lab or sending the pt to the hosp for repeat test. The gel in the sst separates and allows the serum to come in contact with rbc's. Contacted bd but they say they have had no other complaints. Rptr spoke today with person from a local hosp and they have experienced similar problem. Trying to get another MFR's product.